Event description:
During a check in procedure at the manufacturer's service center, a ventilator inoperative observed. There was no harm or injury reported. The device was evaluated and will not be repaired due to insect manifestation. The device was returned unrepaired to the customer.